Event description:
She had an endometrial ablation a few years ago. Since then she has had defibrillating pelvic pain. Her gynecologist said that hysterectomy might be the only cure for her symptoms. Her pain level is a seven. Menstruation ceased after the ablation. She has oozing vaginal discharge which is sometimes green, yellow or clear. Her female gynecologist told her that women love endometrial ablation".